Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735774, ubd: unknown, UDI#: unknown h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple annex a codes were reported - a0902: applicable to the main cart monitor going completely black. A07: applicable to the system experiencing "short circuits" when a mouse or keyboard was plugged into the universal serial bus (usb) port. A1301: applicable to the usb port failing to recognize a usb, mouse, or keyboard. A23: applicable to the dual usb port on the system no longer functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the dual universal serial bus (usb) port on the system was no longer functioning properly. The usb port failed to recognize a usb, mouse, or keyboard. It was reported at a later time that the system experienced "short circuits" when a mouse or keyboard was plugged into the usb port. Additionally, the main cart monitor went completely black. It was not sure if the system monitor just shut off or it shut down the entire system. There was no patient involved.

Manufacturer narrative:
H2, h3, h6: the system was serviced in the field. Hardware parts were replaced. The rep performed planned maintenance on this system with a mouse plugged into the port. The system did not short and was operating as intended without any issues. The rep replaced the damaged usb port. The site clarified that the system would shut down when a finger was placed on the exposed/broken usb port. Codes b01, c02, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.